Manufacturer narrative:
Results: the lantern was ovalized approximately 132.0-133.0 cm and 134.0-135.0 cm from the hub. A demonstration ruby coil was advanced into the returned lantern. Resistance was experienced prior to the ovalized region and the ruby coil was unable to be advanced through the ovalization. Conclusions: evaluation of the returned lantern revealed an ovalized region on the distal length of the catheter. This damage may have occurred due to forceful manipulation of the device during navigation of difficult patient anatomy. It was reported the lantern was advanced through patient anatomy without a guidewire. If the lantern is not advanced over a guidewire during the procedure, there is a higher likelihood of this distal catheter damage occurring. The reported kinks could not be confirmed. The first evaluated ruby coil had a kinked pusher assembly. If the pusher assembly is forcefully advanced through a damaged catheter, damage such as this may occur. The ovalized region on the lantern likely contributed to the inability to advance the ruby coil during the procedure. Further evaluation revealed that the stretch resistant wire (sr wire) was fractured. This damage was not mentioned in the reported complaint and the embolization coil was returned inside the introducer sheath. Therefore, it is likely the sr wire became fractured post-procedure and was incidental to the reported failure. The second evaluated ruby coil had a kinked pusher assembly. If the pusher assembly is forcefully advanced against resistance, damage such as this may occur. If the delivery catheter is retracted into the parent device for any reason while the embolization coil is advanced out of delivery catheter, the embolization coil may take shape within the parent device. If the embolization coil were to take shape within the parent device, difficulty advancing and retracting the coil may result. The root cause of the reported microcatheter complaint was unable to be determined. Further evaluation revealed the ruby coil sr wire was fractured and the embolization coil was stretched and unraveled. The reported complaint identified that once the guide catheter was embolized, the non-penumbra guide catheter and microcatheter, and ruby coil were removed successfully. Based on the returned condition and the reported complaint, the sr wire fracture and embolization coil damage are likely incidental to the complaint and may have occurred during removal of the embolization coil from the non-penumbra catheter and guide catheter post-procedure. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01337; 3005168196-2018-01338.

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvic congestion using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a lantern through a non-penumbra guide catheter with no guidewire, then attempted to advance a ruby coil through the lantern; however, the ruby coil would not advance beyond the tip of the lantern. Subsequently, the ruby coil pusher assembly became kinked and therefore, the ruby coil was removed. It was reported that the end of the lantern appeared to be kinked when the lantern was removed. The physician continued the procedure using another microcatheter and additional ruby coils and pod packing coils (podjs). While advancing a new ruby coil through the microcatheter towards the middle of the procedure, the microcatheter kicked back into the guide catheter and consequently, the ruby coil embolized the tip of the guide catheter. Therefore, the guide catheter, microcatheter and the ruby coil were removed altogether. The procedure was completed using the same guide catheter, microcatheter and some podjs. There was no report of an adverse effect to the patient.